Event description:
This pt's cochlear implant was surgically explanted at their request. Pt felt that he had never received benefit fromt he prosthesis and requested both formal device testing and removal. Although results of the integrity test, conducted with the device in-situ, were consistent with normal function, subsequent tosting of the explanted cochlear implant revealed that the device had malfunctioned. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.